Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. The error message indicated a problem with the monitoring printed circuit board (pcb). The field service engineer replaced the monitoring pcb and returned it for further investigation. The ventilator was released to customer for clinical use after passed tests. No further issues have been reported. The evaluation of received device logs shows three failed pre-use check tests on march 8-10, 2022. Failed tests indicate a problem with the expiratory channel pcb (not replaced) and a possible problem with the monitoring pcb. The visual inspection of the returned control pcb showed no anomalies. The monitoring pcb was installed in the reference ventilator and simulated use test ventilation did not reproduce the described customer issue. Two pre-use checks and several extra tests passed, and simulated use test ventilation ran for six days without any deficiency noted. A power failure code during pre-use check is only monitoring. Will not affect ventilation. A fault condition that leads to a pre-use check expiratory valve test failure may, if ventilation is started without appropriate action, lead to insufficient ventilation or high pressure. The conclusion is that the reported pre-use check test failures could be confirmed in the received device logs but not during laboratory tests. The returned monitoring pcb worked as expected during the investigation.

Event description:
Manufacturer's ref. #: (B)(4).